Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
The customer contacted baxter¿s technical service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during use during dwell three. The technical service representative (tsr) had the home patient (hp) close all of the clamps and cycle the power on the hc to clear the alarm, which was then followed by system error 2367. The tsr had the hp disconnect using aseptic technique and remove the cassette. The hp was to notify her peritoneal dialysis registered nurse of the missed therapy. There was nothing found during troubleshooting that would cause or contribute to the alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.